Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Verification of the reported event was confirmed per backend investigation, despite the unit not being returned for evaluation.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.